Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem field deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 6th october, 2022 getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. According to initially provided information, the staff tilted the table top sideways for transfer of patient from table top to transporter. During the transfer unintended motion occurred. The table top inclined into a head-down position. The surgical staff was able to hold the patient and complete the transfer to transporter. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury in case of event recurrence cannot be excluded. Corrected b5 describe event or problem: on 6th october, 2022 getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. As it was stated, the staff tilted the table top sideways for transfer of patient from table top to bed. During the transfer unintended tilt motion occurred. The surgical staff was able to hold the patient and complete the transfer. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury in case of event recurrence cannot be excluded.

Event description:
On 6th october, 2022 getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. As it was stated, the staff tilted the table top sideways for transfer of patient from table top to bed. During the transfer unintended tilt motion occurred. The surgical staff was able to hold the patient and complete the transfer. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury in case of event recurrence cannot be excluded.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. The staff tilted the table top sideways for transfer of patient from table top to bed but during the transfer unintended tilt motion occurred. The surgical staff was able to hold the patient and complete the transfer. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the hazard of unwanted movement leading to change in the patient¿s position was to reoccur. The affected getinge device has been evaluated by the company¿s service technician. Upon inspection of the operating table in question, no oil spill, leakage or other malfunction was found. Since unwanted movements can also be caused by the air pockets, the service technician checked the oil level and moved all functions several times to flush all hydraulic lines and cylinders, thereby venting the system. Furthermore, seals were replaced as a preventive measure during this service call. The technician also recommended to replace the canting valve and double check valve during next planned maintenance. The evaluation performed by the subject matter expert at the manufacturing site is pointing to a user error as the root cause for the situation investigated. In the user manual (IFU 1180.01 en 33 2021-10-29, page 164) the user is informed that a visual and functional inspections is required before each use. During visual and functional inspections the user should check if all adjustments on the product is possible. If any defects will be detected, the device should no longer be used and the user should inform the getinge authorized service. It is very likely that if the user had carried out a proper pre-use inspection of the device, the malfunction could be detected. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus was also directly involved with the reported incident. As no actual malfunctions were found and the sealing rings were replaced preventively, it was considered that the getinge device was up to specification. The trend review showed that there were no similar complaints related to this issue investigated concerning this specific error pattern, thus we consider this occurrence to be single and isolated case. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. On 6th october 2022 getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. As it was stated, the staff tilted the table top sideways for transfer of patient from table top to bed. During the transfer unintended tilt motion occurred. The surgical staff was able to hold the patient and complete the transfer. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the hazard of unwanted movement leading to change in the position of the patient, was to reoccur. Previous h6 component codes: mechanical/seal//432. Mechanical/cylinder//440.

Event description:
On 6th october 2022 getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. As it was stated, the staff tilted the table top sideways for transfer of patient from table top to bed. During the transfer unintended tilt motion occurred. The surgical staff was able to hold the patient and complete the transfer. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the hazard of unwanted movement leading to change in the position of the patient, was to reoccur.

Event description:
On 6th october, 2022 getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. According to initially provided information, the staff tilted the table top sideways for transfer of patient from table top to transporter. During the transfer unintended motion occurred. The table top inclined into a head-down position. The surgical staff was able to hold the patient and complete the transfer to transporter. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury in case of event recurrence cannot be excluded.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.